Event description:
It was reported that when using the bd pyxis medstation system, the remote manager fridge had failed continuously and the user got delayed to log in as well. The customer reported that there was a delay in getting the medication, but the refrigerator recovered by the user and were able to get the medication during this issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge had failed due to the refrigerator block that caused interference. A field service engineer removed the block and configured the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.